Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva tpn bag leaked during compounding. The leak was found at the weld on the bottom of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample had developed mold before analysis was begun and therefore could not be evaluated. Should additional relevant information become available, a supplemental report will be submitted.